Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "constantly alarms upstream occlusion when none present on tubing sets" was not reproduced. A review of the event history log revealed evidence of the upstream occlusion alarms. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was undetermined. No correction was required. During functional testing, the reported problem "failed rate test" was not reproduced. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump constantly alarmed upstream occlusion and failed flow rate testing in the biomedical service department. There was no patient involvement. No additional information is available.